Event description:
The manufacturer previously received information a ventilator failed a system setup verification. This test step would not affect therapy as it occurs prior to use. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device onsite and the device failed an active exhalation verification test step during testing. The device's three-way solenoid and proportional valve were replaced to address the issue. The device was tested and passed all final testing. The device was returned to clinical use.